Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed migration of the left l3 and left l5 and that the ipg was flipping in the pocket. As a result, surgical intervention was undertaken wherein the ipg was fixated down and both the left l3 and l5 leads were explanted and replaced to address the issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.